Event description:
It was reported the device had power issues. No patient involvement reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with cracks around the reservoir cover, damaged pcb (printed circuit board) assembly, missing reflux plug, and worn line cord. The customer stated problem was not duplicated. No action taken. Device has been deemed beyond economical repair and was scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.